Event description:
It was reported that pump malfunction occurred after customer passed through full body scanner at airport, with malfunction code displayed as malf 16. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset malfunction, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.